Event description:
It was reported "last year, (B)(6) had 3 patients who had an 8 french port inserted. The third patient developed a blood clot and died."

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.